Manufacturer narrative:
Several attempts were made to receive additional information via the distributor , yet unfortunately no data was received so far. Device history record (DHR) review performed on (B)(6) 2019 have indicated the product was supplied meeting specifications.

Event description:
Initial information received from the distributor on (B)(6) 2019 have indicated the physician have attempted to use the system recently and the shaft kinked during insertion. There was no patient injury, and he finished the case with another stent. Further information was available in the detailed complaint report received on (B)(6) 2019 as follows: "as reported by the sales rep, please send a new 2.75x17 elunir to (B)(6) medical center 10019386. Send overnight attention to (B)(6)/cath lab. The dr. Attempted to use this recently and the shaft kinked during insertion. " there was no patient injury, and he finished the case with another stent."

Manufacturer narrative:
IFU review performed dec 26 , 2019 have indicated: no additional information was received, therefore it's unknown whether there was any deviation/violation of the IFU. Updated device history record review was performed on dec 29, 2019 indicating the product was supplied meeting specifications. Final report, sigend on jan 5, 2020 presented the folowing overall conclusions: 1.the review of the DHR indicates that the product was supplied meeting specifications. It may have been used beyond its expiry date. Considering the fact medinol received this case in early november, there is a possibility that the site has used an expired system. On dec.1, 2019 an attempt was made to obtain the event date, with no success. 2.the investigation was limited as we did not receive the used product or additional information. It is not possible to reach a definite conclusion as to how and why this event happened with the information that we received. 3.there was no patient injury. Based on cumulative evidence this case was classified with moderate severity . There for, the submitted case was in fact false reporting. The incident didn't cause any serious public health threat, death or serious injury. If the case were to recur it would not be likely to cause or contribute to a death or serious injury.